Manufacturer narrative:
Batch review performed on 8 october 2019: lot 133334: (B)(4) items manufactured and released on 25-sep-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with similar reported event. Clinical evaluation performed by medical affairs manager: insert revision in tka 2 years and 10 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
Revision surgery performed 2 years and 8 months after the primary due to instability. The cause of the instability is unknown. The surgeon revised insert 14mm with insert 20mm. The surgery was completed successfully.